Event description:
It was reported that at the pre-operation interrogation, the right ventricular (rv) lead showed normal function. However, when the rv lead was connected to the new device the superior vena cava (svc) impedance read "none." The physician checked the lead connection, removed and reinserted the pin with the same result. The physician noted a stretch between the yoke and the pin. It was also reported the rv lead exhibited high impedance and a possible fracture. The rv lead was capped and replaced with an rv lead that required a new device therefore the device was explanted and replaced as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154atg implantable cardioverter defibrillator, implanted: (B)(6) 2006; product ID 407652 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).